Manufacturer narrative:
Unit passed the delivery accuracy test with 0.08845 inches. No loose drive support disk noted during visual inspection. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 575 mg/dl. The customer's current blood glucose was 233 mg/dl. Patient's blood glucose at time of incident was 300 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with syringes. Troubleshooting was done for high blood glucose and under delivery. Customer stated the drive support cap was flush. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege the insulin pump was under delivering. The insulin pump will be returned for analysis.